Event description:
On july 12, 2007, it was reported to boston scientific corporation that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a balloon dilation procedure performed in 2007 (patient gender, age and weight are unknown). According to the complainant, during the procedure, the balloon "popped" in the esophagus however, no part off the balloon broke off. The physician successfully completed the procedure with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. No patient complications were reported as a result of this event. The patient's condition was reported as "ok".

Manufacturer narrative:
According to the complainant, the device was disposed of and not available for return. Therefore, a failure analysis cannot be performed; the cause of the reported malfunction is undetermined.